Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 545 mg/dl. The customer was assisted with troubleshooting declined for high blood glucose. The customer was treated with a bolus on the insulin pump after changing infusion set for high blood glucose. Customer's mother stated when changed the infusion set he did not get any insulin. The insulin pump as well as reservoir will not be returned for analysis.